Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G3 of the initial medwatch should be 27 feb, 2024 and not 28 feb, 2024 as initially submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that user may have sucked seeds during using the subject device and the seeds clogged in suction cylinder. Then the user possibly could not insert brush during reprocessing. The event can be detected/prevented by following the instructions for use which state: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the brush passage restriction won't pass. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found contributing findings but non-reportable malfunctions, the suction flow/suction cylinder clog restriction won't pass. Should additional relevant information become available, a supplemental report will be submitted.